Manufacturer narrative:
The manufacturer is currently attempting to obtain add'l info as to why this lead had high pacing thresholds, why it could not be successfully repositioned or explanted, and will any portion of the lead be returned for analysis. Should any add'l info be received, a follow-up report will be sent. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.

Event description:
The customer reported this lead was exhibiting elevated thresholds. The lead could not be successfully repositioned or explanted. Therefore, it was removed from service and surgically abandoned (capped). The device was actively implanted for approximately 5 years, 8 months.